Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atmospheres at the initial attempt. The device was simply removed and the procedure was completed with another of same device. There were no patient complications reported.